Manufacturer narrative:
Analysis result: product: novopen 4. Lot no.: xug0426. Device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction, the dose accuracy is not affected. Case conclusion: we can confirm the user's experience with the device. The problem on the push-button is due to incorrect handling during use. Company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill, is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. Final comment from the manufacturer: during investigation of the device, a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4). It was estimated that the fault found did not have causal relationship with adverse events reported in that case. The reporting rate for the reports where a similar fault as that seen in argus case (B)(4) has been found, is low and decreasing. Reporter comment: final comment from the manufacturer: during investigation of the device, a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in case (B)(4). It was estimated that the fault found did not have causal relationship with adverse events reported in the case. The reporting rate for the reports, where a similar fault as that seen in argus case (B)(4) has been found, is low and decreasing. Evaluation summary: case conclusion: reopened due to nature of complaint updated. Reopened due to sample received. We can confirm the user's experience with the device. The problem on the push-button is due to incorrect handling during use.

Event description:
Can load cartridge but is unable to inject [device malfunction]. Case description: the incident does not represent a serious public health threat. Class (B)(4). This spontaneous case from (B)(4) was reported by a consumer as "can load cartridge but is unable to inject" and concerns a pt of unk age and gender using novopen 4 from an unk date to an unk date due to device therapy. Pt's height: not reported. Upon analysis of the returned product, a fault with a severe medical consequence was found. The push-button was blocked. This case was reclassified to an incident due to this fault. The pt experienced that it was possible to load the cartridge but was unable to inject. Needles were changed after each injection, but it was unk if the device was stored with the needle attached. The outcome was not reported.